Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device does not complete the boot-up cycle.  The customer advised that a service indicator was present upon powering the device on and that the initialize screen appears, but will not go any further.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) located on the assembly.